Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pulsed field ablation (pfa) procedure. The suture of a proglide device was successfully placed. The sheath was upsized to 13f and the pfa procedure was completed. Reportedly post procedure, the knot was advanced but the suture had partially captured the vessel; therefore, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.